Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion sensor (dso) seal is delamination. There was no patient involvement.

Manufacturer narrative:
D9: 5/27/2025. Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Customer complaint of downstream occlusion sensor (dso) delamination was confirmed through a visual inspection. Replaced downstream occlusion sensor (dso) seal. Performed a visual inspection of the dso seal. Performed sensor calibration. Upon further investigation, found that the date and time were incorrect. Replaced printed wire assembly (pwa) board. Performed performance verification tests (pvt), unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.